Manufacturer narrative:
Additional narrative: a product investigation was completed: the device was received intact, nothing is broken off. The blue plastic handle can be disassembled and reassembled as per work instructions and as per its intended use. The handle holding cam is slightly worn likely due to insufficient lubrication after cleaning procedures. No product problem was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing date: may 17, 2016. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All parts of the lot were originally checked 100% for critical and important features and for function at the final inspection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records has been requested and is currently pending completion. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery for femur trochanteric fracture on (B)(6) 2017, the surgeon didn¿t realize that the handle of the impactor was about to come off. When the surgeon attempted to connect helical blade with the impactor, helical blade was dropped. There is no information available about surgical outcome. There was no patient harm; no other medical intervention was required. There was a surgical prolongation of five (5) minutes reported. Concomitant device reported: helical blade (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint com-(B)(4).